Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that reprogramming resolved the reported event, which was why it was reported as a [programming] issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the identify clinical diagnosis was a programming issue. It was noted the event was resolved without sequalae. It was noted the patient reprogrammed on (B)(6) 2017. The hcp stated the patient reported electric shocks in the ribs and stinging in the hands. It was noted it was normal for this patient. It was noted the hcp stated the event was related to the device or therapy and was not related to the implant procedure. It was noted the most recent interrogation prior to the event was on (B)(6) 2017. There were no further complications that have been reported as a result of this event.

Event description:
Additional information from the healthcare professional (hcp) on november 12th reported there was a programming issue and the patient was experiencing shocks. There were no further complications that have been reported as a result of this event.